Event description:
It was reported the camera head had no image. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. A request for additional information regarding the event was made. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flooding inside cables. Based on the results of the investigation, it is likely the user's report of no image was due to flooding inside the image capture. However, a definitive root cause could not be established. Based on the results of the investigation, a probable root cause for the malfunction identified during the device evaluation could not be determined. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. A request for additional information regarding the event was made. There were no reports of patient injury or medical intervention associated with this event.